Event description:
It was reported that the 6f angio-seal evolution was selected for use. While the patient was transferred to the ward, the patient felt a snap and was bleeding. The patient had a blood transfusion and surgery was performed. The patient was in good condition. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation, and review of the device history record was not possible, since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pluses.